Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one spot along patients ipg incision site was not healing as expected. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.